Event description:
New information received noted that the device went into magnet mode due to a nearby magnetic field.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Event description:
It was reported that the patient presented in clinic for a follow up with high pacing output rate exhibited by the pulse generator. While attempting to program the device was slow to respond to specified parameters. The telemetry wand was adjusted, and the pacing rate normalized. The patient was in stable condition.